Event description:
Same patient as MDR ID: 2134265-2012-06390. It was reported that during a percutaneous coronary intervention, stent movement on the balloon occurred. The 90% target lesion was located in the calcified and severely tortuous left anterior descending artery (lad). The left main coronary artery (lmca) to the lad was severe. The lesion was pre-dilated with a 3.5mm quantum maverick at 20atm, the lesion was not dilated. The 4.0 x 16mm veriflex stent delivery system (sds) was advanced, but was unable to cross the lesion. The device was removed and it was noted that stent moved on the balloon. The procedure was closed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).